Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, a cable was cracked. (B)(4).

Event description:
It was reported that the signal terminal of the transmission line was cracked. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
(B)(4).